Manufacturer narrative:
Device is end of life / end of support.

Event description:
It was reported that the device does not print the entire strip due to the battery. There was no patient involvement. The customer requested assistance from a remote service engineer (rse). The customer explained that they were unable to get entitlement for their co2, however as the device is end of life, the rse was unable to evaluate it. The manufacturer is unable to repair the faulty defibrillator. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31 december 2013. All options associated with this defibrillator were discontinued as of 31 december 2013. The end of support date for the device is 31 december 2018. The customer was aware of the end of life terms and the device remains at the customer site.